Event description:
A hospital (B) (6) reported via a distributor that the swivel y-piece on an rt235 infant evaqua breathing circuit fell apart and was difficult to put back together. No patient consequence was reported.

Manufacturer narrative:
(B) (4). The rt235 breathing circuit has not been returned to fisher & paykel healthcare for investigation. An analysis to determine the cause of the event. Is currently underway, results of which are not yet available. We will file a follow-up report when the investigation results become available.